Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge. The patient had a non-device related fall and the ipg had not worked the same or had it charged since. The patient underwent an ipg replacement procedure. It was noted that four contacts had high impedances intraoperative and postoperative. Reprogramming was performed and the patient got an adequate coverage. The explanted ipg was not returned.